Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin is bangladesh g4: similar device with product# cx01a with 510(k)# k102397, UDI # (B)(4) is marketed in united states. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, distributor) regarding a device used in spinal therapy. It was reported that the bone cement was found to be clotted. Due to the clotted condition of c05a, there was an inability to use bone cement c05b. There was no patient involved. Additional information was received from the manufacturer representative that the clotted c05a are included along with c05b, there are no issues with c05b. But without c05a - c05b could not be mixed.